Event description:
Tip broke off a pinnacle liner extractor. It could not be found, and may possibly have been left in the patient.

Manufacturer narrative:
Examination of the returned item confirms the observation. The root cause is attributed to wear out. User error may have also been a factor. Based on the investigation, the need for corrective action is not indicated. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.